Event description:
The customer reported that vasoseal was used following a stent procedure. Two days followig the procedure, the pt presented with pain, swelling, erythema, induration and a pulsatile mass. An ultrasound was negative for pseudoaneurysm. To surgery for an incision and drainage. Culture results were positive for staph aureus.